Event description:
It was reported that an ilet user experienced high blood glucose after removing the pump during an episode of vomiting and gastrointestinal distress and later reconnecting with a full supply change. The infusion set was contact detach, and the device functioned as intended with no component-specific issue identified, while the event was linked to improper method and user management when off pump. Symptoms included hyperglycemia reaching 401 mg/dl, vomiting, confusion or disorientation, and lethargy. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as not reverting to alternative therapy once ilet was disconnected. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.